Event description:
It was reported by the customer that a pyxis medstation es system was experience a delay in the processing of patient details. The customer reported that there was a delay of 10 to 15 minutes in the appearance of the patients' details. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a delay in the processing of patient details. A technical support specialist advised the customer to undo a discharge to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.